Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device failed the leak test. Additionally, water tightness was lost due to a cut on the switch button 1, a pinhole on the connecting tube and a damaged channel tube. Scratches were found on the device, the air/water and suction cylinders had no color and the label on the scope connector was damaged, the distal cover and light guide lens were both cracked. Additional information was requested regarding this event. This report will be supplemented when additional information becomes available.

Event description:
The customer reported to olympus, there was fluid invasion with no leakage. There were physical defects of the bending section and insertion tube including unusual shapes. During testing and inspection of the returned device, the air/water tube and air water cylinder was found to have foreign material, and was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from insertion section and biopsy channel. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.